Event description:
The international customer reported the ventilator had a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturer's service engineer was unable to duplicate the reported problem. The service engineer reported the data acquisition pcb to motor controller pcb cable was damaged. The service engineer replaced the cable to address the finding and reported problem. There was report of no alarm at the time of the reported problem. The service engineer reported the device alarms worked properly. Final applicable testing was performed to operating specifications.